Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that knifes from packs were very blunt and they could not make a cut during cataract surgeries with intraocular lens (iol) implant, especially when the eye was hypotonic. Due to that, several times 2 knives were used for a surgery causing minor delays. For the operator, surgeries were harder to be performed. There was no harm to the patients, all surgeries were successful. Additional information has been requested. This is one of two reports being filed for this facility. This report is for the identified knife type.